Event description:
During the index procedure, the physician used one deb balloon catheter to treat a lesion located in the sfa of the left leg. Post dilatation was performed with an admiral xtreme pta balloon due to residual stenosis this was unsuccessful and a complete se stent was then implanted to treat the stenosis. A dissection is also reported to have been noted following the procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
Additional information receieved regarding the index procedure-two in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat the left sfa. An admiral xtreme pta balloon catheter and complete se peripheral stent were subsequently used to treat residual stenosis. A dissection was reported following the procedure